Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation occurred. The valve was leaking and blood return was observed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) on 17-sep-2021 for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The brim cap and the silicone ring were placed in the correct position and found in good conditions. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. Medium and the hemostatic valve separation occurred. The valve was leaking and blood return was observed. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost is unknown. The team changed to another vizigo to resolve the issue. There were no patient consequences.